Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the hub area at the base of the strain relief tubing, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and no other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed. These devices will continue to be monitored.

Event description:
It was reported that an armada was advanced to the iliac artery. Upon balloon inflation, the pressure would not hold. The device was removed without resistance. Once outside the anatomy, a leak was noted proximal to the balloon. Another armada was successfully used. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.